Event description:
It was reported that during an unknown procedure, the gastrointestinal videoscope exhibited an error 226 error message. The procedure was delayed for greater than or equal to 30 minutes and was completed using a back-up device with no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.